Manufacturer narrative:
Follow-up was not conducted because the initial information was sufficient to evaluate and investigate without having to conduct follow-up. The information in the file was sufficient to evaluate and investigate because the allegations of high impedances and loss of therapy were clear. Analysis findings confirm the allegations and they will be tracked in a data monitor. The lead 3778-45 1x8 compact w/o perc 45cm was explanted. The lead 3778-45 1x8 compact w/o perc 45cm was returned and analysis confirmed the allegation. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the lead 3778-45 1x8 compact w/o perc 45cm. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation dm200822 - data monitor - conductor fractures at distal electrode end of scs/dbs/sns. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a data monitor. Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4). Analysis of the device lead v871330027 found broken conductors on the distal end of the lead.

Event description:
It was reported that there were high impedances. Impedance values were greater than 10,000 on electrodes 8, 12, and 14. The lead was explanted and replaced on (B)(6) 2013. Impedance testing had been performed. It was noted that the issue was resolved. Patient denied a fall or any other type of accident. It was noted that a possible factor could have been that the patient lifts and carries 50lbs frequently. There were no patient symptoms. Additional information received reported there was a loss of therapy.